Event description:
A customer site in the united states alleged discrepant results were generated with the cobas ampliscreen hbv test. Specifically, the customer stated that four samples generated (B)(6) test results, for (B)(6), when tested with the cobas ampliscreen hbv test. The four samples tested (B)(6) with the cobas taqscreen mpx test as well as an unknown serology test. The (B)(6) results were released to the physician one medical device report per donation is being filed (MDR numbers 2243471-2012-00004 though -00007).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4): no failure detected and product performed within specification. The sample was sent for sequencing and it was determined that the sequences that cover the (B)(6) target region were obtained and determined to be (B)(6). Any mismatches to the cobas ampliscreen (B)(4) primer and probe binding regions are unlikely to affect assay performance based on the location and number of mismatches present. The lack of detection of (B)(6) with the cobas ampliscreen (B)(6) test for this sample may be due to low viral titers. Note: initially the customer had indicated that sample (B)(4) displayed discrepant results between testing with cobas ampliscreen (B)(6) test and cobas taqscreen mpx test and serology; however, review of the cobas ampliscreen (B)(6) data displayed valid (B)(6) results for the sample, which correlated with the cobas taqscreen mpx test and serology result.(B)(4).